Event description:
It was reported the ipg is unable to communicate with the external devices. The physician believes this is due to the age of the ipg. The physician explanted and replaced the ipg with a different model of ipg. Follow-up revealed the patient experiences effective stimulation coverage.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.